Event description:
A clinic reported that a pt's venous needle became dislodged two hours into a routine dialysis treatment on a phoenix machine, software version 3.34. The staff promptly stopped the bleeding and the treatment was completed. There was no medical intervention or injury reported. The customer estimated 300 ml of blood loss. No blood transfusions were administered to the pt as she remained asymptomatic and was discharged in ambulatory condition to her skilled nursing facility (snf). No alarms were generated on the phoenix machine. The range of the arterial and venous pressures were well within the specs which would explain why the machine never alarmed. Facility's nurse mgr admitted that she and her staff have received gambro's educational materials regarding needle dislodgement and that she was aware that pressures may not necessarily change.